Event description:
The customer reported damage to the head, the image is not showing up, it is not detected, and a loose cable connection during an unspecified procedure involving an olympus camera head. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.